Event description:
The patient reported that the infusion device does not properly deliver insulin. The patient was hospitalized due to elevated blood glucose. The patient's blood glucose measured "hi" on the blood glucose. The patient bolused through the infusion device and was unable to lower blood glucose levels. The patient was treated with fast acting insulin at the hospital. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.